Event description:
It was reported that, during preparation and prior to sedation, the camera head displayed a snowy, bad quality image, and had no picture. The procedure was completed using a similar device. There was no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and new information. Updated fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cracked connector. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during preparation and prior to sedation, the camera head displayed a snowy, bad quality image, and had no picture. The procedure was completed using a similar device. There was no patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.